Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned and not reproduced by olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited error e315 occasionally. The issue was found at maintenance for a diagnostic endoscopy that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1: the affiliated hospital of (B)(6). E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.